Event description:
Rn accessed the patient's port with a huber needle and drew the labs via a vacutainer. After removing the vacutainer, she put on the syringe of saline and attempted to flush the huber needle. The hub of the catheter disconnected from the tubing as she unclamped it in order to flush it. She quickly reclamped the tubing. She removed the huber and had to re-access it with a new needle.